Event description:
It was reported that the customer went to the emergency room and hospitalized in the intensive care unit with a blood glucose level of 500 mg/dl, resulting in seizures, stroke, and requiring revival during hospitalization. Customer bolused via pump to address their bg and received intravenous fluids of saline and insulin, which resolved the issue. Customer was released from hospital with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.